Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issues were verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. A system check was performed and the pump performed as intended. Reportedly, an infusion set change was performed to address the occlusion. Additionally, it was reported the pump battery was observed to be depleting too quickly after charging. During a follow-up, it was reported the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Blood glucose level was 174mg/dl reportedly, the customer continued to use the pump for insulin therapy.